Manufacturer narrative:
(B)(4). The hospital biomedical engineer evaluated the device and was unable to duplicate the reported issue. Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. A backup device was available and was immediately used. The patient did not survive. A health care professional onsite during the event advised that the device use did not contribute to the patient outcome, but was due to the patient's condition. In addition, another device was used immediately. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and was able to confirm the reported issue. Physio replaced the device's main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. A backup device was available and was immediately used. The patient did not survive. A health care professional onsite during the event advised that the device use did not contribute to the patient outcome, but was due to the patient's condition. In addition, another device was used immediately. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. A backup device was available and was immediately used. The patient did not survive. A health care professional onsite during the event advised that the device use did not contribute to the patient outcome, but was due to the patient's condition. In addition, another device was used immediately. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.